Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation a service required alarm was observed indicating the active exhalation valve was stuck. The device's proportional valve was replaced to address the issue. A second service required alarm was observed indicating the proximal pressure sensor railed to a maximum negative valve. The device's system board was replaced to address the issue. The device was tested and passed all final testing.